Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that the peripheral IV st became disconnected from the pt's catheter and the pt experienced transient hypotension. There was no lasting effect. No add'l pt or event details were provided by the customer.